Event description:
It was reported that during a colectomy procedure, the device fired three times properly. On the fourth firing it got stuck. It is unknown if the device did not fire, partially fired or if there were issue in opening. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information requested and obtained: please explain what is meant by, the device got stuck? After firing, it would not open so it could be reloaded to be used again. Did the device fire? Yes. Did the device start to deploy staples and cut but could not be completed (partial fire)? No. It fired completely and was removed from the patient so that it could be reloaded. Were there any issues with opening the device? It would not open. How was the case completed? Another one was opened to finish the case. Please confirm that the procedure was a colectomy? Yes it was a colectomy. The analysis found that one pse60a device was returned in good visual condition and with one ecr60m cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: please explain what is meant by, ¿the device got stuck?¿ did the device fire? Did the device start to deploy staples and cut but could not be completed (partial fire)? Were there any issues with opening the device? How was the case completed? Please confirm that the procedure was a colectomy? Please provide the name of the surgeon who used the device. Updated follow up response from customer: please explain what is meant by, the device got stuck? After firing the 3rd time, it would not open so it could be reloaded to be used again. Did the device fire? Yes -3 times.